Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was exhibiting cross-talk oversensing which resulted in inhibition of ventricular pacing with periods of asystole of greater than two seconds. The patient reported feeling pre-syncopal since they are pacemaker-dependent, but no harm was noted. The device was reprogrammed and continues to remain implanted and in service. No adverse patient effects were reported.